Event description:
It was reported that the customer experienced keypad issues. The customer's blood glucose was 110 mg/dl. The customer stated that there were issues with the act and esc buttons and that the numbers were ramping up. The customer did not recall any significant events leading to the keypad issues. The customer declined troubleshooting for her high blood glucose levels. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump passed the functional testing. The insulin pump was received with minor scratches on the display window.